Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of low voltage and power disconnect alarms while using the mobile power unit (mpu), was confirmed in the submitted log files. The rsoc (power source / battery capacity indicator) voltages dropped out (essentially went to zero volts) while the cable voltages were present (and voltages were typical). This resulted in power cable disconnect alarms and often low power (voltage) hazard alarms occurring. The lvad (pump) did not stop during these rsoc dropouts as the cable voltages were always present. The rsoc voltages and cable voltages were typical when connected to batteries. The atypical rsoc voltages while exclusively on the mpu are indicative of an mpu patient cable issue (likely a compromised rsoc line).the customer reported that they had replaced the patient¿s mpu ¿ resolving the issue. Multiple requests for product return and additional event information were sent to the customer. The mpu was not returned for evaluation. Device history records were reviewed. The device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate mobile power unit serial # (B)(6) was shipped to the customer on 23mar2020. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 left ventricular assist system (lvas) patient handbook and the heartmate 3 lvas instructions for use (IFU) . Set up and use of the mpu with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Additionally, the heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's mpu was exchanged on (B)(6) 2020.

Manufacturer narrative:
Patient information has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator sent the patients log files to technical services to be reviewed. Upon review the log file captured a no external power event on (B)(6) 2020. The no external power event was because power to the mpu was briefly interrupted. Besides this the vad is functioning as intended. The patient was seen on (B)(6) 2020 for a low voltage alarm. They had outlets at home inspected by an electrician and they were all working normally. The patient continued to have low voltage alarms when connected to the mpu at home and in the lvad clinic. Upon review by technical services, it was suspected that there is a problem with the mpu patient cable.